Event description:
I have had three res-med airfit f20 masks that failed at about 10, 20 and 60 days of use in a way that could easily be fatal. All sizes of this mask use the same frame and backflow device. The backflow device consists of two flaps that are supposed to close when the person exhales, preventing old air from being blown back down the hose causing the person to continuously reuse the same air over and over, leading to oxygen starvation and death. The problem is similar to the notorious problem when the power goes off. In both cases the user has a mask on and if they don't wake up they simply die of lack of oxygen, breathing the same air back and forth in the mask and hose. The problem with this mask that makes the situation worse is that the flaps may close when the mask is not in use and look fine, but they don't close when the mask is under pressure, so the user may have no way of telling what the problem is. The only way they might figure it out is if the flaps fail completely and they notice the diminishment of oxygen before they fall asleep. In my case of bi-pap, it is even harder to figure it out. I believe this is a very dangerous situation and needs immediate recall as people will die likely no one will ever know why. "They just died in their sleep."